Event description:
It was reported that high out of range shock impedance measurements were noted via remote monitoring when it comes to this device. No noise was seen on stored or presenting electrograms (egms). Technical services (ts) discussed doing an in clinic follow up to interrogate the device and clear the current alert condition and evaluate the system. Ts also discussed considering increasing the alert rage to 150 ohms if no issue is found during the follow up. The patient in office follow was scheduled. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that high out of range shock impedance measurements were noted via remote monitoring when it comes to this device. No noise was seen on stored or presenting electrograms (egms). Technical services (ts) discussed doing an in clinic follow up to interrogate the device and clear the current alert condition and evaluate the system. Ts also discussed considering increasing the alert rage to 150 ohms if no issue is found during the follow up. The patient in office follow was scheduled. Ts review of the case provided troubleshooting steps when it comes to this case to determine the root cause of the out-of-range shock impedance measurements. Additional information and review of the device save to disk noted that normal follow up and monitoring was recommended. There was no suspicion noise on the stored electrograms (egms) or during follow up. No adverse patient effects were reported. The device remains implanted.